Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the removal of previously implanted hardware in 2018, the removed screw was corroded in the screw shank engagement area which made it difficult to remove. The patient had viper 2 spine instrumentation at l5-s1 implanted on the right side. A laminectomy revision surgery was completed. The revision was performed as the patient needed a procedure done and the implants were in the way to achieve the surgical goal for his patient. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: mis single inner setscw (part# 1867-15-000, lot# unknown, quantity 2); viper2 lordotic rod-35mm (part# 1867-88-035, lot# unknown, quantity 1); viper poly screw 9x45mm ti (part# 1867-15-945, lot# unknown, quantity 1). This complaint involves one (1) devices. This report is for (1) viper system single inner set screw 5.5. This is report 2 of 3 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6: the device history record (DHR) of product code 186715000, lot 109286, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on november 22, 2016. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the threads of the screw got stripped. There were few scratches observed on the top and bottom surfaces of the device. Thus, the complaint is being confirmed. Dimensional inspection of the relevant features of the received device was not performed due to post manufacturing damage. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. The complaint is being confirmed as the threads of the screw got stripped. While a definitive root cause cannot be determined, it is possible that the threads of the screw might have got stripped during explantation procedure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.